Event description:
Reported events of esophageal dilatation and dysphagia from journal article: "reoperations after gastric banding: replacement or alternative procedures?", (2009) surg endosc 23:334-340 doi 10.1007/s00464-008-9926-8. The manufacturer of the devices is unk. Allergan medical's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Esophageal dilatation and dysphagia are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. "Esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation developes. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation." "Ulceration, gastritis, gastroesophageal refl . . ."